Event description:
On (B)(6) 2022, one 375cc mentor memorygel breast implants received by the mentor failure analysis lab that could not be associated with an existing complaint. Follow-ups were performed but no information was provided did not help associate the device with any existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. The date of explantation was on (B)(6), 2021. Note: this blind device was received under another pc with manufacturing report#; 1645337-2022-00819

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not known. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 22 , 2022. The blind device was received in the product evaluation lab on jan 25, 2022, with no complaint information attached and could not be associated with an existing complaint. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).